Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s current blood glucose was 420 mg/dl. The customer noticed today that sugar were high and kept going higher and higher up to 300 mg/dl. Customer states change out set and bolus for dinner and sugar is at 420 mg/dl not on auto mode. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Customer perform an high pressure test which was passed. The pump will not be returned for analysis.